Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there were bubbles in the reservoir. She did not recall the blood glucose reading but stated that it was high. The customer had insulin pens to treat. She was unable to push the bubbles back into the insulin vial. The customer declined further troubleshooting and would follow up with a health care professional. The reservoir was not returned for analysis.